Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis of the pulse generator found that the battery was depleted. The cause of battery depletion could not be determined.

Event description:
It was reported that the implantable cardiac monitor could not be interrogated while still in the box. The device was not used.